Event description:
It was reported by the customer that their insulin pump was alarming battery out limit. Customer stated that the device began alarming in the morning and even after changing the batteries, the device continued to alarm. Customer was unsure if there may have also been a button error alarm as the keypad is also unresponsive to user input. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 120 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. No button error alarm noted during testing. All operating currents are within the specification, no unexpected low battery, off/no power or battery out of limit alarm noted. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, broken insulin pump belt clip slot and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.